Event description:
Consumer used brush and sensed the feeling of a small piece of hair in their mouth. Tried to find it on their tongue but couldn't locate it. Tried again and had the same experience. Consumer was concerned about safety.